Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer crashed during use. The user troubleshooted by restarting the mobile programmer application to resolve the issue. The mobile programmer remains in use. No patient complications have been reported as a result of this event.